Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation for the reported fracture and positioning failure was confirmed. A definite root cause for the reported issues could not be determined. The device is labeled for single sue. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified in d2. H10: g4. H11: h6(method,result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl08060 vascular stent graft allegedly experienced positioning failure and fracture. This information was received from one source. This malfunction involved a patient with no reported patient injury. The 66 year old male patient weighs 65 kgs.

Manufacturer narrative:
The lot number was provided for the reported malfunction, therefore, a lot history review is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl08060 vascular stent graft allegedly experienced positioning failure, and fracture. This information was received from one source. This malfunction involved a patient with no reported patient injury. The (B)(6) year old male patient was (B)(6) kgs.